Event description:
It was reported that the balloon catheter was tracked into the internal carotid artery for balloon assisted coil emoblization. The balloon was inflated, but could not be deflated. No further information was provided.

Manufacturer narrative:
Subject device has not been returned for evaluation.